Event description:
It was reported that the patient experienced inadequate stimulation from their deep brain stimulation (dbs) leads. The physician confirmed with imaging taken in the field that the dbs leads had retracted 7mm from its initial lead placement. The physician assessed that the burr-hole cover clips did not hold the leads properly. The patient underwent a revision where the dbs leads, and burr-hole covers were replaced. The devices were retained by the facility and will not be returned for analysis. The patient did well post-operatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db220145dc0; model: db-2201-45-dc; serial: (B)(4); batch: 7062802. Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: n/a; batch: 26729873. Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: n/a; batch: 26729873.